Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage, edema and neurological deficit are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
Following an intra-arterial infusion of 2mg tissue plasminogen activator (tpa), a first pass to remove the clot from the m1 mca was performed with the subject trevo device. The clot was removed with a thrombolysis in cerebral infarction (tici) score of 2b. Then two non-stryker retrieval devices were used to remove the clot from mca-m1 and mca-m2. Post procedure tici score of 3 was achieved. There was no complication during the procedure. The next day neurological deterioration of the patient's condition was noted. The patient had a seizure which was the cause of the neurological decline. There was some evidence of reperfusion edema and the physician stated that the cerebral edema caused the seizure. The patient was treated with keppra and ativan. 4 days post procedure, imaging showed no evidence of cerebral edema but showed petechial hemorrhage within the area of the core infarct. Antithrombotics were stopped for one week. 7 days post procedure all complications were resolved and the patient was discharged to the rehabilitation center. The physician believed that patient's neurological deterioration was related to the seizure and cerebral edema. The event was reported as related to the procedure, the relationship to the device was unknown.

Manufacturer narrative:
The device was disposed in the facility.

Event description:
Following an intra-arterial infusion of 2mg tissue plasminogen activator (tpa), a first pass to remove the clot from the m1 mca was performed with the subject trevo device. The clot was removed with a thrombolysis in cerebral infarction (tici) score of 2b. Then two non-stryker retrieval devices were used to remove the clot from mca-m1 and mca-m2. Post procedure tici score of 3 was achieved. There was no complication during the procedure. The next day neurological deterioration of the patient's condition was noted. The patient had a seizure which was the cause of the neurological decline. There was some evidence of reperfusion edema and the physician stated that the cerebral edema caused the seizure. The patient was treated with keppra and ativan. 4 days post procedure, imaging showed no evidence of cerebral edema but showed petechial hemorrhage within the area of the core infarct. Antithrombotics were stopped for one week. 7 days post procedure, all complications were resolved and the patient was discharged to the rehabilitation center. The physician believed that patient's neurological deterioration was related to the seizure and cerebral edema. The event was reported as related to the procedure, the relationship to the device was unknown.